Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented under hospice care, during follow up the pulse generator could not be interrogated only a blinking light presented before displaying a message indicating that the device could not be found. No programming changes could be made. The patient would continue to be monitored.